Manufacturer narrative:
Concomitant medical devices: 4068-52 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and undersensing as it was not sensing the patient's atrial tachycardia (at)/ atrial fibrillation (af). The lead was turned off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.